Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the second flange of the stent was deployed into the scope, the stent was pushed out of the scope and into the cyst and ended up fully deployed in the abdominal cavity. The complainant provided photographs of the delivery system post-deployment, which show the inner shaft was kinked. Following the procedure, computed tomography (CT) imaging was performed, confirming that the stent had been misplaced. The patient was sent to surgery, during which the stent was removed from the patient. As of (B)(6) 2019, the patient's condition was reported to be stable, and there were plans to discharge the patient from the intensive care unit (ICU) within the next few days.

Manufacturer narrative:
Block b5 and h6 has been updated with additional information regarding the patient's condition. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 3009 captures the reportable event of stent positioning issue. Patient code 3191 captures the reported surgery required to remove the stent. Patient code 2001 captures the reported event of perforation. Block h10: a hot axios delivery system was returned for analysis. A visual examination of the device noted that the stent was not received and the polymide tubing was kinked. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. A functional evaluation noted the catheter hub advanced and retracted the catheter with no resistance. The stent deployment hub moved with no resistance. No other issues with the device were noted. The reported event of stent positioning issue was not confirmed as the device cannot be functionally evaluated with respect to procedural factors encountered during the procedure. The reported event of sheath kinked could be confirmed. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Possible adverse events associated with the use of the axios stent and electrocautery- enhanced delivery system may include those often associated with any endoscopic procedure. These complications include perforation and surgical intervention. Therefore, the most probable cause is determined to be adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the second flange of the stent was deployed into the scope, the stent was pushed out of the scope and into the cyst and ended up fully deployed in the abdominal cavity. The complainant provided photographs of the delivery system post-deployment, which show the inner shaft was kinked. Following the procedure, computed tomography (CT) imaging was performed, confirming that the stent had been misplaced. The patient was sent to surgery, during which the stent was removed from the patient. As of (B)(6), 2019, the patient's condition was reported to be stable, and there were plans to discharge the patient from the intensive care unit (ICU) within the next few days. **additional information received on (B)(6)2020** reportedly, the stent pushed through the opposite wall of the cyst.